Manufacturer narrative:
The dxh800 is listed by csa-international as compliant to: (B)(4), and beckman coulter declares the dxh800 as compliant to; (B)(4). The field service engineer (fse) inspected the unit and determined that a capacitor had failed and appeared charred. The defective capacitor was removed, the back plane was replaced and verification of analyzer was made and met specifications. Based on available information, the root cause for smoke can be attributed to a defective capacitor located in the card cage. This reportable event was identified during a retrospective review conducted for the period between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.

Event description:
A potential safety hazard was reported when attempts were made to power up the unicel dxh 800 coulter cellular analysis system and smoke could be seen coming from the unit. The smoke was determined to have originated from the analyzers card cage. There were no reports of sparks, arcing, shock or flames. The fire department was not called and the use of a fire extinguisher was not required. No death or serious injury occurred as a result of this event nor was medical attention sought. Normal operation was restored.